Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of spec. Eval found severed motor mount screws which is a known contributor to system error 105. The motor assembly including the screws was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement. Injury or medical intervention is unk.